Event description:
The pt had complained of knee pain since the original total knee (10/6/89). The patella and tibial insert were revised 2/7/94. The pt continued to experience knee pain so dr decided to remove the patella completely. During the course of the procedure, dr found the new tibial insert to be worn. He decided to remove the insert and femoral component and implanted a femur and insert compatible with the baseplate already implanted. The patella was removed.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.